Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that alarm history of insulin pump contain motor position encoder error alarm. Customer stated the drive support cap appears normal. Customer also stated that insulin pump received motor error alarm and they were able to successfully clear the alarm and able to complete pump rewind. No harm requiring medical intervention was reported. The device will not be returned for analysis.